Event description:
It was reported the customer's insulin pump was broken near the battery compartment. No additional information provided.

Manufacturer narrative:
Pump received with minor scratched display window. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.